Event description:
The pt went into withdrawal and was admitted to the hospital. Pt symptoms included fever, headache, weakness and cognitive symptoms. The pt was treated with intravenous medications. The pump was used to deliver morphine and bupivacaine. An x-ray of the device system was normal. Pump interrogation revealed a motor stall. The pump was replaced. No obvious problems were seen during surgery. The hcp reported the pt outcome as 'serious injury/illness - recovered without sequela'.